Event description:
Original surgery took place on 11/05/1998. Shortly thereafter, x-rays revealed the locking clip in the tibial base plate had popped forward requiring revision surgery to remove and replace.